Event description:
It is reported that the surgeon was not able to insert the drop down stem into the tibia plate. Another tibial plate was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.